Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma with contraindication to anticoagulation was scheduled for filter placement. Bilateral groins were prepped and draped in sterile fashion. The left common femoral vein was accessed and a venogram demonstrated no abnormality. The filter deployment sheath was advanced and an inferior vena cavagram was performed which identified the renal veins. The filter was deployed in standard fashion and was slightly tilted toward the right. Completion venogram demonstrated adequate placement and the filter in a secured position. The sheath was removed and pressure was held until hemostasis was achieved. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately four months post filter deployment, CT scan demonstrated a lateral turned filter with possible caval perforation; therefore, the patient was scheduled for filter retrieval. Bilateral groins and the right neck were prepped and draped in sterile fashion. The right common femoral vein was accessed and a venogram demonstrated a widely patent iliac venous system with a 20-degree tilted filter within the inferior vena cava. The right internal jugular vein was accessed and a retrieval attempt was made to retrieve the hook of the filter; however, this was unable to be completed due to the filter head being embedded within the caval wall. The filter was able to be grasped with a glidewire and snare technique and retrieved into the sheath. Visual inspection of the device noted all segments of the filter intact. Completion vena cavagram demonstrated a small amount of extravasation. The area was monitored for three to five minutes and repeat venogram demonstrated no evidence of extravasation. The patient maintained normal hemodynamics and there was no evidence of bleeding. The sheath was removed and the patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: no device was returned. No images were provided. Medical records were provided and reviewed. Approximately four months post filter deployment, CT scan demonstrated a lateral turned filter with possible caval perforation. A venogram demonstrated a widely patent iliac venous system with a 20-degree tilted filter within the inferior vena cava. A retrieval attempt was made to retrieve the hook of the filter; however, this was unable to be completed due to the filter head being embedded within the caval wall. The filter was able to be grasped with a glidewire and snare technique and retrieved into the sheath. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post trauma with contraindication to anticoagulation was scheduled for filter placement. The left common femoral vein was accessed and the filter was deployed slightly tilted toward the right in standard fashion. The patient was hemodynamically stable at the conclusion of the procedure. Approximately four months post filter deployment, CT scan demonstrated a lateral turned filter with possible caval perforation; therefore, the patient was scheduled for filter retrieval. The right common femoral vein was accessed and a venogram demonstrated a 20-degree tilted filter within the tip embedded into the caval wall. The right internal jugular vein was accessed and multiple retrieval attempts were made to successfully grasp and retrieve the filter into the sheath with a glidewire and snare technique. Visual inspection demonstrated the device was removed intact. Completion venogram demonstrated a small amount of extravasation. The area was observed for three to five minutes before repeat venogram demonstrated no evidence of extravasation. The sheath was removed and the patient maintained normal hemodynamics. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, CT scan demonstrated a lateral turned filter with possible caval perforation. A venogram demonstrated a widely patent iliac venous system with a 20-degree tilted filter within the inferior vena cava. A retrieval attempt was made to retrieve the hook of the filter; however, this was unable to be completed due to the filter head being embedded within the caval wall. The filter was able to be grasped with a glidewire and snare technique and retrieved into the sheath. Completion vena cavagram demonstrated a small amount of extravasation. The area was monitored for three to five minutes and repeat venogram demonstrated no evidence of extravasation. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the inferior vena cava. Per medical records, an attempt was made to engage the apex of the filter but was unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device was removed percutaneously after multiple retrieval attempts. Completion vena cava gram demonstrated a small amount of extravasation. The current status of the patent is unknown.